Event description:
It was reported that the patient presented in-clinic during a follow-up. Upon interrogation, the implantable cardiac defibrillator exhibited back-up vvi. A device download was performed successfully. The patient was asymptomatic throughout.